Event description:
Customer was found at night laying on the floor with nose bleeding. Given orange juice and sugar. Didn't come out of it so gave more orange juice and sugar. Blood glucose was 244 mg/dl. Called paramedics. Emt's got reading of 25 mg/dl and customer was given IV.